Event description:
The reporter contacted animas on (B)(6) 2012 stating that the pump was powering off frequently and was giving the verification screen. The reporter confirmed that the battery type was set correctly. The reporter confirmed that the battery cap was secure to the pump and the battery compartment and cap were intact. This report is made based on the allegation that the pump had intermittent power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history shows several ''low battery" warnings and "replace battery" alarms prior to the event. The pump history showed two unacknowledged alarms on the date of the event. Rebooting was observed in the pump history. During evaluation pump rebooting was not duplicated. The pump was exercised for 24 hours with no issues. The pump was opened and no defects were found to the power flex, power terminals or pcb assembly.